Event description:
It was reported that a merlin.net transmission showed unacceptable capture threshold. Lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.